Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, consideration of phenomenon air flow insufficient: it is presumed that the phenomenon was caused by air flow abnormality due to first pressure reducer failure. Consideration of phenomenon suction tube was deformed: it is presumed that the phenomenon was caused by air flow abnormality due to suction tube breakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation units air flow was insufficient due to defective regulator unit. There were no reports of patient involvement.